Manufacturer narrative:
The technician switched the intellidrive handle connections on the intellidrive junction board and isolated the issue to the junction board. The technician replaced the junction board but the issue remains. Repairs have not been completed.

Event description:
Information received indicates when the technician pulls the intellidrive handles back, the bed will drive forward.